Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found it difficult to deflate the balloon of the catheter during a pretest. Another catheter was used.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. The sample was evaluated and no pinch or blockage was observed. The sample was inflated and deflated without difficulty. No conditions found on the sample that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]." (B)(4).

Event description:
It was reported that the user found it difficult to deflate the balloon of the catheter during a pretest. Another catheter was used.